Event description:
The facility reported a device with "no occulusion alarm situation". The reported event occurred during biomed testing. The hospital rep stated they have no record of any pt incident filed on the device since the last baxter service event. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved, or set up of the device.